Manufacturer narrative:
A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the trach tube had cuff leakage that was discovered around 72 hours after insertion. The issue was resolved with a trach tube change.

Manufacturer narrative:
H10: device evaluation: one sample was returned for investigation. The sample was received in used condition without its original packaging open and inside in a plastic bag. The sample was visually inspected under normal conditions of illumination to detect any damage on the cuff, airline, or pilot balloon. The sample received did not present any damaged, kink, cut that could cause the failure mode reported. The sample was then tested for leak by introducing water in the product. A rip was found on the cuff; therefore, a leak was found; complaint was confirmed. By the physical evaluation of the unit, the complaint was confirmed. No other analysis was performed. The cause of the failure mode was traced to manufacturing. CAPA was opened to investigate and address the root cause and corrective actions relating to inflation, leakage, and symmetrical issues. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).